Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted in the patient on an unknown date. On (B)(6) 2021, it was noticed that the stent migrated distally from the common bile duct into the duodenum. A small perforation occurred in the duodenum as a result of migration. The stent was removed and the perforation was closed with clips. No new stent was implanted in place of the migrated stent. According to the physician, the patient is "okay".